Event description:
It was reported that the customer's insulin pump alarmed, and the battery was changed without results. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed motor error during the basic occlusion test as a result of a protruded/loose drive support disk. The motor was tested outside the device and passed. The unit was received with broken battery tube threads and reservoir tube lip, cracked case at the lcd window corners and reservoir tube, and scratched screen.